Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation, the pump history was reviewed, and showed that the pump c-cell batteries had not been replaced appropriately. The pump was shutting off without alarming due to the continued use of dead batteries. The pump is being serviced and returned to the customer.

Event description:
The initial reporter states that the pump was shutting off while running on batteries. They also stated that this occurred during testing and therefore did not have any patient involvement. (B)(4).